Event description:
Tubing disconnects inadvertently just below the manifold, at luer-lock connections. States reporter; 'this was the third patient that I went in the room, found a puddle of IV fluids on the floor and blood backed up in the tubing since we changed tubing manufacturer.'